Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-04331. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the first inflation, the balloon ruptured before reaching the nominal pressure. The device was removed and a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced. However upon inflation, the balloon also ruptured. The device was removed and it was noted that the second balloon catheter was able to dilate the lesion and the procedure was completed. No patient injury or complications were reported.